Event description:
Voluntary medwatch received states that the patient developed an infection and erosion due to the presence of staphylococcus aureus on the low voltage lead. No intervention and adverse patient effects were reported.